Event description:
The pump was returned to animas. Product analysis investigated the pump and found a faded and discolored display screen. This report is made based on the results of investigation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump display screen was found to be faded and discolored. The display screen was replaced with a test screen and the pump display returned to normal. Unrelated to the display issue, the battery compartment was observed to be cracked and battery cap threads were found to be damaged. The battery compartment was observed to have evidence of moisture damage. A test cap was inserted and the pump was exercised for 24 hours without power loss. The user guide instructs the patient to replace the battery cap at least once per year and that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).